Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) would not power a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is complete. The reported problem (will not power a monitor) was confirmed. As received, the battery pack would not power a monitor. Upon eval the battery pca board was contaminated. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery pack.